Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that the patient reports the monitor hit them in the face when treated. Patient sustained a chipped tooth. It cannot be confirmed if the lifevest hit patient in the face due to patient pre-existing cognitive issues. The patient was inappropriately treated 2 times by the lifevest. The patient's neurological status at the time of the event is unknown. Patient was alone at time of treatment. Per patient¿s spouse, patient is cognitively unable to operate the lifevest due to stroke and likely didn¿t press the response buttons when the siren went off. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detections. The response buttons were not pressed during the event. The patient went to the hospital for evaluation. The patient continues to wear the lifevest.